Event description:
Health care professional reports homepatient was diagnosed with peritonitis after unspiking solution bag from homechoice. Health care professional states home patient had culture of effluent taken on 4/15/98 after reporting abdominal pain and cloudy effluent. Culture of effluent revealed staphlococcus bacteria. Home patient was treated with antibiotics, and follow up with health care professional on 4/21/98 shows home patient condition has improved.